Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Device was explanted.

Event description:
Patient reported, right side "mammogram was done too tight. Which ruptured my implant. ¿feels the bag at the bottom¿ and ¿feels a ball that moves". Device was explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, two openings assessed, as surgical damage. And unidentified (tear) opening (no shell thickness, due to opening is under plug strap). Visibility/palpability: unable to observe, as it is not related to the device. Additional observations: no other observation observed. No further actions are required, since no manufacturing issue is observed.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 07/feb/2024.

Event description:
Patient reported right side "mammogram was done too tight which ruptured my implant, ¿feels the bag at the bottom¿, and ¿feels a ball that moves." Device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported right side "mammogram was done too tight which ruptured my implant, ¿feels the bag at the bottom¿, and ¿feels a ball that moves." Device remains implanted.